Manufacturer narrative:
The site declined to provide patient information, per japan privacy laws. (B)(4) 2016 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2016 - a medtronic representative, following-up at the site, confirmed that the event was unable to be replicated and that the amount and direction of inaccuracy are unobtainable. (B)(4) 2016 - software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, during registration, accuracy was good, there were no issues. When navigation was used in the aseptic field afterwards, there was an alleged inaccuracy occurring. No specific measurement was provided. No further details were provided. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.